Event description:
During the routine f/u of the device involved in this report, no f/u data stored in device memory (aida) was available at interrogation. Some of the statistics were available.

Manufacturer narrative:
(B) (4). Conclusion: the reported behavior resulted from the interaction between a specific smartcheck option and the reading of implant memories (aida) in the programmer software. Aida will operate normally upon next f/u, since it was reprogrammed during (B) (6) 2009 f/u. Nevertheless, in order to avoid such event to recur, "reset memories" option in smartcheck should not be checked if aida has not been read before starting the tests. There was no pt safety issue.